Event description:
International affiliate reports the distal tip of the expedium x-tab polyaxial driver had broken off of the instrument. Tip breakage was noticed before the surgery had started. The nurse saw the instrument with the broken tip and took it by side. The hospital used a second driver for the surgery. There was no delay and no adverse consequences. However, it is not known when/where breakage occurred.

Manufacturer narrative:
(B)(4). Visually inspected of the returned driver found that the most distal portion of the tip had broken off from the instrument. Review of device history records confirmed the instrument was manufactured to specification requirements. A CAPA that addressed tip breakage through design modification and material change has been implemented. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Depuy (B)(4) has requested return of the driver for evaluation. A follow up report will be submitted upon receipt of the driver and completion of the evaluation.